Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer¿s current blood glucose level was 459 mg/dl. They treated with a manual syringe. Troubleshooting was performed. The insulin pump¿s settings were programmed accurately. The insulin pump passed the high-pressure test. The device will not be returned for analysis.